Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and slight scratch marks were observed on the external flat surface of the adapter sleeve, not in the seal area. Functional testing was performed and no leaks or issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set ¿loosened¿ from the titanium adapter which resulted in leak. This occurred after treatment of the devices for peritoneal dialysis therapy. The patient retightened the connection. The adapter would be replaced. There was no report of patient injury; however, the patient would receive prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.